Manufacturer narrative:
Concomitant medical products: unknown biotronik, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient developed an infection. During explant of the device system, the patient developed vascular bleeding and the leads were cut, capped and abandoned. The patient later developed a left upper chest pocket infection and abscess and was treated with antibiotics. The patient underwent pocket debridement and the leads were cut additionally to allow the leads to retract away from the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.